Manufacturer narrative:
Concomitant medical product: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as intractable spasticity and post spinal cord injury. It was reported the patient's pump was removed due to infection. Concomitant medications, diagnostics, and outcome information was not provided at the time of this report. Follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.